Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the drawer had failed to unlock and open. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the drawer had failed to unlock and open. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Correction : upon further review, it was determined that this report was inadvertently submitted as a duplicate of MFR. Report number 2016493-2025-99315. Please disregard this report and refer to MFR. Report number 2016493-2025-100940.